Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Upon visual evaluations of the photograph attached to the complaint of an ar-600dao -drill attachment style ao, batch number 10294342. It is concluded that the drill attachment is disassembled/damaged. Refer to the pictures attached to the complaint for further reference. The root cause of the reported failure mode is undetermined. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
It was reported that during a nailing surgery the attachment broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.